Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a bottom erratic display. Although requested, it was not reported if patient was connected to the ventilator at the time of the event nor intervention taken on behalf of the patient and patient outcome.